Manufacturer narrative:
(B)(4). Based on new information found during the investigation of the device this incident was reassessed and determined to be reportable. Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The instrument was received partially applied with eight remaining clips. Two malformed clips and two fully formed clips were received in a small bag. Visual inspection of instrument revealed no abnormalities. Functionally, the instrument was first fired once in air and proper clip formation was confirmed. Seven clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Based on the evaluation findings, the root cause of the reported condition was attributed to a jaw width which was found to be lower than the manufacturing target. Subsequently, the complaint data did display an increased trend. This condition has been brought to the attention of the appropriate manufacturing personnel to ensure the verification of correct product assembly and inspection. A corrective action has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: during a gastrectomy procedure, no clips could be fired from the device. Switched to a new device that worked.